Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number. No additional info is available.

Event description:
While surgeon was washing an infected wound from a case in (B)(6) 2010, it was noted that a few of the matrix locking caps looked visibly loose. After testing the locking caps 3 or 4 locking caps were noted to be loose. Surgeon reported that pt had good fusion. This is the 2nd of 4 reports submitted on this event.